Event description:
This device case, which does not involve an adverse event, reported by a health care professional, who contacted the company with a product complaint, concerns a patient of unknown origin. The patient was taking an unspecified medication for treatment of an unknown indication. On 20-jul-2009, the humapen memoir (lot 0710c02) was reported to be returned with no description. This humapen memoir was associated with product (B)(4). The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device was returned to the company on 21-jul-2009. The manufacturer investigation of the returned device found missing segments in the dose, date and time numbers and the power button will not turn the device on. It was unknown if this humapen memoir was continued.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.